Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided.

Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. Patient went to hospital for abdominal pain and was examined. He was diagnosed with a hernia inguinal bilateral and umbilical and surgery was recommended. On (B)(6) 2012, he had hernia repair where doctor used a mesh implant to repair the hernia in him. He was discharged on or about (B)(6) 2012. Patient returned complaining of severe abdominal pain and had an x-ray and cat scan. The x-ray and cat scan showed complications from the mesh implant that were life threatening. The doctor performed an emergency surgery to correct the complications. In this surgery a different mesh, not manufactured by atrium medical corporation, was used. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional information comes to its attention.